Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer stated that she never received a no delivery alarm. Troubleshooting was performed, and the daily totals matched the basal rate and bolus delivery totals. During the prime test, the insulin pump stopped delivering, but it did not give any alarms. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.